Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with an implanted prometra ii pump 20ml underwent explant due to infection. Pump is not available for return.

Manufacturer narrative:
Per follow-up obtained 24/mar/2020, health professional reported that the follow-up questions were provided to the implanting/explanting physician, dr. (B)(6), and it is believed that they will not be answered. No further information is available at this time. Per instructions for use, infection is listed as under the "possible risks associated with programmable implantable pump." A supplemental MDR will be sent if additional information is obtained. Internal complaint #: complaint (B)(4).

Event description:
It was reported that a patient with a prometra ii 20 ml pump was explanted due to infection. No additional information has been provided. Pump is not available for return.